Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6), additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported no flow in 14300977 venous lumen. Tego was changed. There was unknown patient involvement and no adverse even/patient injury.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seal and subsequent no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.